Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 19-year-old male patient, in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. Review of the data does indicate that the CPR adaptor was not providing a signal, however without receipt of the product, we cannot fully verify this report or determine root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h6 (health effect clinical code). Evaluation: the device was not returned to zoll medical corporation; instead, the CPR adaptors were returned. The customer's report was duplicated. The adaptors were replaced to address the customer report and scrapped. Analysis for reports of this type has not identified an increase in trend.